Manufacturer narrative:
The device has not been received for evaluation at this time.

Manufacturer narrative:
During the device evaluation, striations were found on the proximal end of the pin, indicating that a standard chuck may have been used instead of the quick release chuck, which was identified as a potential cause of the reported event.

Event description:
It was reported that during the anterior medial insertion of the pin into the patient's tibia for a total knee arthroplasty at the healthcare facility, the tip of the ortholock ex pin broke in the first cortex. It was reported that the procedure was completed successfully, with the use of navigation. It was reported that the pin fragment remained in the patient. It was reported that no x-rays were taken as a consequence or result of the reported event. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during the anterior medial insertion of the pin into the patient's tibia for a total knee arthroplasty at the healthcare facility, the tip of the ortholock ex pin broke in the first cortex. It was reported that the procedure was completed successfully, with the use of navigation. It was reported that the pin fragment remained in the patient. It was reported that no x-rays were taken as a consequence or result of the reported event. No delay, no medical intervention and no adverse consequences were reported with this event.